Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm and then received an off no power alarm. Customer changed batteries and then received blank display. Customer's blood glucose was unknown. Customer was not able to continue troubleshooting due to customer not having new batteries to insert into insulin pump. Customer believed that insulin pump was working due to full battery icon. Customer was advised to monitor insulin pump.